Event description:
According to the reporter: the tip of the clinch broke off. The piece fell into the pt's cavity but was retrieved. There was no add'l bleeding. The case was no delayed more than 30 minutes.

Manufacturer narrative:
(B)(4)